Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. Also, a permanent loss of connection was found in connection to the reported issue. The root cause could not be determined post-investigation. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.